Event description:
It was reported to medtronic neurosurgery that the patient developed a cyst at the right side of their cerebellum. According to the report, a strata ii valve was implanted into the cyst in 2007. Reportedly, the patient suffered the fracture to the skull in 2013 and the existing strata ii valve was replaced with a strata nsc valve.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.